Event description:
Complainant alleged that the medics were setting up the device in preparation for use on a pt (age and gender unknown), but when they powered up the device the screen displayed a green dot. The complainant indicated that the device recorder was operational and that the device emitted the appropriate audible beeps signaling that the device was operational. There was no indication that there was any adverse effect on the pt as a result of the reported malfunction.